Manufacturer narrative:
Citation: onorati f et al. Mid-term echocardiographic results with different rings following restrictive mitral annuloplasty for ischaemic cardiomyopathy. Eur j cardiothorac surg. 2009 aug;36(2):250-60; discussion 260. Doi: 10.1016/j.ejcts.2009.03.051. Epub 2009 may 2. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through a literature article regarding an evaluation of the hospital and mid-term clinical and echocardiographic outcomes in patients with chronic ischemic mitral regurgitation (cimr) who underwent concomitant coronary artery bypass grafting and restrictive mitral annuloplasty with different types of rings. All data were collected from a single center between august 2003 and september 2007. The study population included 64 patients and was predominantly male with a mean age of 69 years. Of those, 17 were implanted with medtronic cg future annuloplasty bands. No serial numbers were provided. Among all patients, 4 in-hospital deaths occurred due to peri-operative acute myocardial infarction (2) and multi-organ failure following pneumonia (2), respectively. Multiple manufacturers annuloplasty products were involved in the study and the type of annuloplasty product that was used to treat these 4 patients was not reported. Based on the available information, medtronic product was not directly associated with these 4 deaths. In addition, 2 patients died during follow-up due to acute congestive heart failure. Both patients were treated with non-medtronic annuloplasty rings. Based on the available information, medtronic product was not associated with these 2 deaths. Among all patients, adverse events included: persistent cimr during the index procedure that required a conversion to mitral valve replacement; redo mitral valve surgery; peri-operative acute myocardial infarction; post-operative low output syndrome that required prolonged intra-aortic balloon pump support; transient paroxysmal atrial fibrillation that recovered following administration of intravenous medication; recurrence of cimr (mild-moderate-severe); and congestive heart failure. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.